Event description:
M.d. Obtaining specimens via transbronchial aspiration long needle biopsy on carinal lymph node. Introducing needle into bronchial scope, observed needle tip bend to 45 degrees angle outside of scope. No further specimens could be obtained, nor could md withdraw needle tip into scope. Scope was removed with needle catheter outside of scope from carinal area. M.d. Assessed for any active bleeding from site or pneumothorax- none noted. No patient injury.

Event description:
Md obtaining specimens via transbronchial aspiration long needle biopsy on carinal lymph node. Introducing needle into bronchial scope, observed needle tip bend to 45 degrees angle outside of scope. No further specimens could be obtained, nor could md withdraw needle tip into scope. Scope was removed with needle catheter outside of scope from carinal area. Md assessed for any active bleeding from site or pneumothorax- none noted. No patient injury.